Event description:
The pt reportedly experienced sound quality issues and intermittencies. External equipment was exchanged; but this did not resolve the issue. Testing of the device revealed shorted electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.